Event description:
Ous MDR - after a pacemaker system implant the physician noticed an abnormal ECG during programming. It was confirmed that the atrial lead and ventricular lead were reversed. The physician opened the pocket to correct this and noticed that both leads were marked as 60 cm leads even though one of the leads came from a 53 cm package.

Manufacturer narrative:
With regard to the complaint description, the manufacturing process for this device was re-investigated. The quality documents revealed that a solia s 60 label tube was inadvertently put on the solia s 53 lead during a production step. This inconsistency contributed to the clinical observation reported in the complaint description.